Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With regard to dislodgement as mentioned in the complaint, the analysis did not show any deviations from the mechanical specifications. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism.

Event description:
Boston scientific crm rec'd info that the right atrial lead dislodged two days post implant and was successfully replaced with a new lead of the same model. No adverse pt effects were reported.